Manufacturer narrative:
The device history record review was unable to be performed as the lot number of the device was not reported. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications, nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, stroke is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated patient complication has been assigned to the event.

Event description:
The article reported that 433 patients underwent stenting for intracranial atherosclerotic stenosis (ias). During the thirty day perioperative period, 26 patients developed a stroke. It was not possible to ascertain specific device with patient information. No further information is available.

Manufacturer narrative:
Event date: the exact date of the adverse event is unknown; however, the timeframe listed in the article is from (B)(6) 2007 - (B)(6) 2013. This report is 2 out of 2 reports for this article. - the devices remained implanted in the patient.

Event description:
The article reported that 433 patients underwent stenting for intracranial atherosclerotic stenosis (ias). During the thirty day perioperative period, 26 patients developed a stroke. It was not possible to ascertain specific device with patient information. No further information is available.